Manufacturer narrative:
.

Event description:
(B)(4). During an atrial fibrillation ablation procedure, a cardiac tamponade occurred. Transseptal puncture was performed and an inquiry afocus ii catheter was advanced through a swartz introducer. During manipulation of the inquiry afocus ii catheter during mapping, transseptal access was lost. The inquiry afocus ii catheter was removed and a tacticath quartz ablation catheter was advanced through the swartz introducer and used to probe the septum in an attempt to establish access to the left atrium. Access was successfully re-established and the procedure was continued. Approximately 2 hours later, the patient became hypotensive and tachycardic. An echocardiogram revealed a cardiac tamponade, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm devices. The physician indicated a small perf may have occurred while probing the septum with the tacticath.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a cardiac tamponade occurred. Transseptal access was lost and while probing for re-access, the inquiry afocus ii catheter dislodged from the left atrium and perforated the left atrial roof. The patient became hypotensive and tachycardic. An echocardiogram was performed which revealed a cardiac tamponade. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm devices.